Event description:
Customer reported she received 5 or 6 no delivery alarms during prime. Customer was instructed to change the infusion set first; no delivery alarm occurred again during prime. She was then advised to change the reservoir and customer stated that the alarm was resolved by changing the reservoir. No further information reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.